Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, a different issue was identified.

Event description:
It was reported, that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose. The customer will continue to use current pump.